Event description:
The customer reported that while the unit was in use on a pt, the unit displayed an alarm message. The unit's power was recycled and therapy was continued. Then the unit repeated the alarm message. The pt was switched to another unit and therapy was continued. No pt injury was reported.